Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. The reported product was reviewed for compatibility with no issues noted (head - stem, head - liner). Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional in split complaint (B)(4). Review of the available records identified the following: an initial right tha was performed on (B)(6) 2021. The patient was experiencing pain post-op and a CT revealed impingement and tendonitis. Cortisone shots were administered to try to alleviate the pain. No revision has occurred to date. A definitive root cause cannot be determined. No problem was found with the device in relation to the reported itis after review by a hcp. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: g7 osseoti 4 hole shell 54mm f; ref#110010245; lot#64866622; g7 dual mobility liner 44mm f; ref#110024464; lot#403970. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length; ref#00771100910; lot#64819461. Unk 2 6.5mm cancellous screws; ref#unk 2 6.5mm cancellous screws; lot#unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a cortisone injection approximately three months post-implantation, due to right hip impingement, tendonitis, and right hip pain approximately. No further complications have been reported. Attempts have been made and all additional information received has been included in this report.